Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While the 3.50x38mm taxus liberte stent was being prepped for use, it was noted that the stent was damaged. The device was not used and the procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).